Event description:
Related manufacturer reference number: 2017865-2023-39050 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and high pacing impedance on the right ventricular (rv) lead and on the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.